Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced issue with infusion set was not adheing for long time as expected for 7 days. Patient had to change it earlier than 7 days expected. On (B)(6) 2024. No further information available.